Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Legal manufacturer: (B)(4). Patient identifier: no report of patient involvement. Initial reporter address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare is investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
Hold for review (kp) the hospital reported that the device displayed a software watchdog error which can cause a loss of mechanical ventilation. There was no report of patient involvement.